Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The date of event is unknown. Additional information will be provided once available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported the high flow insufflator flow was not proper as per set flow. The issue was found during set up / inspection for use (during set up in room / before patient in room).